Event description:
A 2.5 mm diameter x 18 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a pt for the treatment of an rca lesion with 99% stenosis and 10mm in length. It was reported that there were guide catheter support issues and 2 guides from another MFR were exchanged for better support. The lesion was pre-dilated with a 2.5 x 12 mm balloon. The physician attempted a 2.5 x 20 mm stent by another MFR but the stent could not cross lesion. Then the physician used a 2.5 x 18 mm endeavor drug-eluting stent and the stent could not cross the lesion. The sds was removed and the endeavor drug-eluting stent was found to have dislodged in the right iliac. The physician used a snare and was able to retrieve the dislodged stent. The physician pre-dilated with 2.5 x 12 mm balloon and deployed a 2.5 x 12 mm stent by another MFR. The pt was reported to be fine.

Manufacturer narrative:
Lack of info (device not returned, no cds, films or operative reports were provided). (Embolism - device). Lesion had 99% pre-stenosis blockage). Conclusion: lack of info (device not returned, no cds, films or operative reports were provided). (Required secondary intervention).